Event description:
Per the clinic, the patient experienced an infection which successfully cleared (treatment unknown). The implant remains in-situ.

Manufacturer narrative:
This report is submitted on jul 7, 2023.

Event description:
Per the clinic, the patient underwent a skin graft surgery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a wound breakdown at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.